Event description:
Provider states, the end user called and alleged the rear wheel was make a clicking grinding noise. Al in tech advised the provider will have to go and see the chair may be the axle, handrim or the bearings.